Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a clave¿ neutral connector where the customer reported that the hub has retreated into the blue hub blood is not staying dripping. The customer stated that the neutral connector was attached to the contrast tubing from the injector and appeared fine. Once the technologist began the IV injection and there was around 75cc of IV contrast injected, the injector stalled and gave an error; the contrast leaked from the attached hub and both the nurse and the technician noticed the white portion in the inside of the hub retreated inwards. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
Two photos were shared by customer, where stick down in one of the microclave is observed. No additional damage or mating device is shown. One hundred new list# b3300, clave¿ neutral connector were returned for evaluation. As received, no anomalies or damage were confirmed. No mating device was returned for evaluation. Based on the binomial stages sampling to represent the lot population 35 samples were taken and one time activated with a 10 ml bd-syringe and functionally tested for multiple activations, after the test no stick down was confirmed. Complaint of the hub has retreated into the blue hub can be confirmed, based on the photo shared by customer. However, once the brand new samples were tested, the failure mode was not able to be replicated. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg 10apr2025 corrected information can be found in d10 concomitant products and e4 h6 medical device problem codes.